Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that there was attempt to reposition the lead due to high thresholds and undersensing. Repositioning was unsuccessful and the lead was removed and replaced. No patient complications have been reported as a result of this event. Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was no capture on the right ventricular lead. The lead was revised and is still in use. No patient complications have been reported as a result of this event. It was later reported that there was another attempt to reposition the lead due to high thresholds and undersensing. Repositioning was unsuccessful and the lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was no capture on the right ventricular lead. The lead was revised and is still in use. No patient complications have been reported as a result of this event.